Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm any error alarms due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).